Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer had a button that was difficult to push, and that the stylus pen was unresponsive. It was indicated that the programmer's printer speed buttons were difficiult to engage and that the chart recorder cable assembly was out of specification electrically. The buttons were replaced. It was also indicated that the stylus wasintermittently unresponsive to the display screen. The overlay was replaced and calibrated to the stylus. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer had a button that was difficult to push, and that the stylus pen was unresponsive despite changing it out. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.